Event description:
Customer reports meter result of 900 mg/dl on the compact plus system. Meter result of 900 mg/dl is outside of the device's reading range. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.